Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. The same day as the event onset, the patient was treated with cipro (500mg, oral) and nystatin suspension swish and swallow (5ml, four times daily until completed) for the event. Three days after the event onset, the patient was ordered to have central venous catheter (cvc) placed and was transferred to hemodialysis (hd). Five days after the event onset, the patient was treated with ancef/cefazolin (2g, intravenous, after hd treatments on mondays and wednesdays, increasing to 3g on friday, for 9 days). It was reported that the patient's pd catheter was removed 13 days after the event onset. Patient hospitalization and patient outcome were not reported. No additional information is available.